Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad was hanging off the device by the time the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.